Manufacturer narrative:
(B)(4). Refer to attached journal article: "the oxford unicompartmental knee prosthesis: midterm follow-up" report source, foreign - events occurred in the (B)(6). As limited information was received from the customer, the reported events could not be confirmed. As the lot numbers of the devices are unknown, DHR reviews could not be performed. Root cause could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends and react accordingly.

Event description:
It was reported in a journal article that a patient was revised due revision due to tibial component loosening 2 years after oxford unicompartmental knee prosthesis which presented as knee pain and poor function. It was proved to be aseptic loosening. Source: "the oxford unicompartmental knee prosthesis: midterm follow-up" by aly t.a., et al. (2010) additional information was requested at the author of the journal article and at the hospital.